Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated insulin leakage from multiple cartridges when inserted into the ilet, with an occlusion alert during a meal announcement, insulin odor, visible insulin accumulation in the pump chamber, and persistently elevated blood glucose despite recent cartridge changes from two lot numbers; the user disconnected from the ilet and reverted to backup therapy with subcutaneous insulin. Symptoms included hyperglycemia with a reported peak of 297 mg/dl. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy with a manual injection of 6 units; there was no hospitalization or professional medical intervention. Investigation included customer counseling, supply review across lot numbers, inspection of the pump chamber by the user, and recommendation to trial cartridges from a different lot to differentiate device versus consumable cause. Investigation of this case revealed multiple leaking cartridges from one lot with continued leakage noted on removal and insulin presence in the chamber, and an occlusion alert temporally associated with the leakage. It was concluded that the event was consistent with insulin delivery failure due to cartridge leakage, with the likely source being the consumable; replacement of affected cartridges was initiated and device replacement would be considered if leakage persists with alternate lots. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.